Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the auxiliary jet channel contained foreign objects. There was no patient involvement.